Event description:
It was reported that customer received calibration errors, change sensor and blood glucose versus sensor glucose differences. Customer states sensor glucose was 80 and blood glucose was 147 mg/dl. After troubleshooting, customer was advised not to select lost sensor as it is the reason for receiving calibration error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.